Event description:
It was reported that the patient experienced an increase in pain. The catheter was completely out of the intrathecal space. The patient was "not getting drug for a long time." The pump and catheter were replaced. The pump was delivering fentanyl.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 20068 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).